Event description:
Lift with a resident on was raised to its highest position to access a tub. Lift stuck in that high position and no intervention could get it down. It required the work of 5 staff to lift the resident down off a seat suspended five feet in the air. This was successful with no apparent injury.